Manufacturer narrative:
D6: device returned with no lot identification. D5; h4: info not available. Endopath dilating tip trocar: based on the visual examination, it was confirmed that the inner gasket is dislodged from its original position. No conclusion could be reached as to how this occurred.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the balloon bursted. There was no pt consequence.